Manufacturer narrative:
The reported events were dislodgement, lead slack issue, and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual inspection of the lead found the helix to be fully extended. X-ray examination found the inner coil was over-torqued at the connector region consistent with procedural damage. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an in-clinic follow up, high capture thresholds and failure to capture was noted on the right ventricular (rv) lead. X-ray was performed and revealed a dislodgement of the rv lead and loss of lead slack. The lead was explanted and replaced. The patient was stable.